Manufacturer narrative:
E1: phone number: (B)(6). E3: occupation: lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following the left heart catheterization, the tr band was leaking air. 10 cc of air was initially injected into the bland when it applied; however, only 8 were available to remove. Tr band started to deflate one hour after procedure. The leakage location was unknown. There was noticeable damage. There was no patient harm and the patient was stable. No blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing per procedure. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 13ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no foreign matter or damage was found. One tr band and inflator were returned for assessment, and the sample passed all leak testing. The check valve was deconstructed, and no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the device was within manufacturing and design specifications when it was released from terumo medical corporation control.